Event description:
During use of the long 45 stapler, the stapler misfired. The staples did not engage when fired but the stapler still cut. This required conversion to open laparotomy to repair the defect caused by the stapler.